Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and not duplicated. The assignable cause is a faulty channel a pumphead module. This unit will not be repaired at this time.

Event description:
The facility contacted baxter to report a colleague infusion pump with failure code 808:02 on channel a. The reported condition was identified during patient therapy. There was no patient injury or medical intervention necessary. The pump was categorized as an unremediated pump with software version 5.04.00. No additional information is available.